Manufacturer narrative:
(B)(4). No conclusion code available; the reported field event of backup vvi was confirmed in the laboratory. Review of the device image revealed that a power-on reset occurred after hv therapy delivery. Review of the stored egms also revealed auto mode switch episodes caused by noise on the atrial channel. The device was tested on the bench and no anomalies were found. The cause of the reset and atrial noise could not be determined. (B)(4).

Event description:
It was reported that the device went into backup vvi due to power on reset. It was noted on the device image that the device was charging extensively and failed to deliver multiple high voltage therapies. The patient was experiencing ventricular tachycardia during the time of the event, and indicated to have received some high voltage therapies. The device was explanted. The patient was stable post procedure.